Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted. The pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating button error and moisture damage on the insulin pump. The customer's blood glucose was 124 mg/dl. The customer stated that she got caught in a rainstorm. The customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.